Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was admitted to the hospital with hydrocephalus and went into surgery for ventriculoperitoneal shunt fai lure. The valve was replaced due to proteinaceous material in it.